Event description:
The customer contacted physio-control to report that during a recent patient event their device locked up. As a result, none of the buttons were responsive. The customer powered the device off, then on again and they were able to continue patient care. There were no adverse effects reported as a result of the reported issue. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.